Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff could not be inflated. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. Visual examination shows that the shape of the tubing is altered using the stylet wire and there is air contained in the tracheal cuff body. The stylet wire was removed from the tubing and 5 mls of air was removed from the tracheal cuff body. It was replaced into the tubing and the returned unit was inflated using the parameters set out in if001. The returned unit was inflated/deflated three times without any difficulty and without issue noted. The most probable root cause was the end user did not keep the white plunger in the inflation valve fully depressed during the inflation test. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff could not be inflated. It was also reported that they tried to inflate the cuff but was not possible. The customer reported that there was no patient involvement.